Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing event was sensed by the device, leading to pacing inhibition.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, no anomalies were visually observed. Additionally, diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.